Event description:
It was reported that during a procedure that the right ventricular (rv) lead had high pacing impedance and r-wave amplitude variation. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable following the procedure.

Manufacturer narrative:
Correction: h3 - device evaluated by manufacturer selected for yes, it was previously not selected.

Manufacturer narrative:
The reported events of high pacing impedance and r-wave amp variation were not confirmed. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.